Event description:
Customer alleged blood glucose results of 89-98mg/dl and 89-98 mg/dl on a professional meter and 190-199 mg/dl when testing was performed back-to-back on the advantage system. Customer reported no symptoms or treatment. The suspect device has been discarded and will not be returned for evaluation; replacement product was sent.